Event description:
Following an atrial fibrillation ablation procedure, the patient experienced a stroke. The patient woke up aphasic and a CT scan revealed a large blood clot. Clot removal was attempted by ir (interventional radiology) unsuccessfully. The patient is still recovering in the ICU.

Manufacturer narrative:
Additional information: b5, g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported stroke remains unknown.

Event description:
Additional information: the patient is still severely aphasic and experiencing symptoms of stroke and is not expected to regain much function. No abnormalities were noted during the case.